Event description:
An infusion pump with a low flow rate found during service. The hospital rep stated they have no record of any pt incident involveing the pump since the last baxter service event. No additional contact info was provided.